Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 40 mg/dl. Customer stated her threshold suspend setting is set at 60 mg/dl and her blood glucose dropped to 42 mg/dl and it did not alarm. The customer was advised that we will document the information and to call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.